Event description:
A total hip arthroplasty was revised approximately three and a half years post-operatively because of a fracture at the neck/metaphyseal junction of the modular hip stem prosthesis. Pt reported slipping in the shower prior to the fracture.

Manufacturer narrative:
A review of the manufacturing dhe indicate the device was manufactured to specifications. An engineering analysis is ongoing.